Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the system controller had lines on its display and was replaced.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a line in the system controller liquid crystal display (lcd) was confirmed. The system controller, serial number (B)(6), was returned for analysis. The lcd had a vertical white line which did not affect the controller¿s ability to display readable messages. Following preliminary testing, the lcd screen from the controller was swapped with a functional one. This resolved the lines in lcd issue. The controller underwent functional testing and passed. No atypical alarms were produced during testing. The controller was able to support pump function for extended period of time. The root cause for the reported screen issue was conclusively determined to be due to an issue with the lcd, the thin film transistors were shorted on. However, a further root cause was not able to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. A) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. C) section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.